Manufacturer narrative:
H3: the sensor was not returned for evaluation as it remains implanted. The patient underwent recalibration 1 year and 8 months after implant, which confirmed that the sensor was performing as intended and within expected accuracy limits, e.g. Within the predicted 3-year limits of agreement between the cordella system and fluid-filled reference measurement. As a result, the reported inaccurate measurement allegation was not confirmed.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
Updated section(s): g6 and h3: section b5: additional information received indicates that a right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure. It was noted that the sensor calibration was within the fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 1.8 mmhg was conducted to fine tune the sensor accuracy as part of the recal. Additional information will be submitted via follow-up report within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The site reported suspected sensor inaccuracy. The patient will need recalibration.